Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 38.5 cm proximal to the is-1 connector pin. Only the distal fragment was received for analysis. The serial number could not be verified. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body and cuts in the insulation which most likely occurred during the surgery. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because the lead placement was causing the patient discomfort with pacing. Should additional information be received, this file will be updated.